Event description:
It was reported that before each case, the bur was tested in admin screen to ensure it properly works. On the 3rd case, when testing the bur , the rpm did not exceed 48000. The anspach drill was switch out and re-tested. When re-testing , the rpm ranged from 7000 to 35000 in the anspach console, and the screen indicates the rest passed each time. The procedure was changed to manual. The investigation results determined that there was no issues with the anspach console. The anspach footpedal was connected and the drill spun at different values less than 80000 rpm, this is likely due to a problem with the internal wiring.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The complaint history found similar reports. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint (500075 revb) provides instructions for using the anspach drill foot control. The initial visual/functional investigation found that: the returned anspach console was connected to a system and a drill test was done. The drill spun at 80000 rpm and functioned without issue. No problem found with the console. The returned anspach foot pedal was connected to a system and a drill test was done as well. The drill spun at different values less than 80000 rpm each time. This is likely due to a problem with the internal wiring. Because this is an off-the-shelf part, we are unable to do destructive testing for further investigation. Thus, the part was returned to the OEM for evaluation. A relationship between the device and the reported event could be established. The probable cause of the issue was supplier / raw material fault and the malfunction is likely due to damaged internal wiring.